Manufacturer narrative:
Based on the user facility information, nonresorbable material was left unretrieved in the patient's body. The involved device has not been returned by the user facility. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a guidewire defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with guidewire damage due to manipulation against resistance. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: manipulate the guide wire m in the vessel while monitoring the behavior and location of the wire's tip under fluoroscopy"; "if the tip of the guide wire m should be trapped, do not turn or draw it by force. Instead determine the cause to take suitable remedial actions, then withdraw the wire slowly without turning. Failure to exercise proper caution may result in damage to the wire's tip"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tip of the guidewire was ¿dislodged¿ during a procedure. Follow-up communication confirmed: a portion of the guidewire¿s tip detached during manipulation in a ¿very occluded¿ left posterior tibial artery; the original procedure was halted; the detached portion of the wire was left un-retrieved; and the patient is aware of the issue and is reported to be "well."